Event description:
A customer reported a malfunction with a pump, identified by malfunction code malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue happens again, which they acknowledged and understood.